Event description:
It was reported that cartridge alarm 20 occurred during load process even though customer followed prompts and waited to remove used cartridge, and customer had previously reported similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, planned to use replacement pump to maintain insulin delivery, and technical support arranged warranty replacement, confirmed shipping address, provided storage mode instructions, and instructed customer to return problematic pump within 10 days using supplied shipping materials.